Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pull wire remained in the anchor after deployment. The pull wire was removed from the anchor and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: malleted in and tightened up suture, pulled lever, took inserter out and there was a wire still lodged in anchor coming out of the cannula. The failure(s) identified in the investigation is consistent with the complaint record. The root cause was a material issue.

Event description:
It was reported that the pull wire remained in the anchor after deployment. The pull wire was removed from the anchor and the procedure was completed successfully.